Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be myocardial infarction and extensive coronary disease. On an unreported date, the patient was hospitalized prior to death for an unrelated event. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.